Event description:
After a dental impression using the 3m espe products 3m espe impregum penta and 3m espe impregum garant l duosoft (marketed in the USA under the brand name 3m espe impregum garant soft lb) a pt suffered from strong swelling in the face. The pt was brought into a hospital where an ambulatory treatment was done. After this the symptoms vanished. An allergy pre-testing indicates an allergic reaction to polyether-materials. No more information is currently available to us.

Manufacturer narrative:
As noted in the event description of this report, two suspect devices were involved in the current event, therefore this report includes the second suspect device and the other suspect device descriptions is included in manufacturer report number 9611385-2013-00015. The suspect device noted in this report has not been returned to 3m espe until the date of this report. This product has been assessed for biocompatibility and has been found to be safe for its intended use.